Manufacturer narrative:
Evaluation summary - returned implants indicate usage during surgery is improper since heavy damage is seen ( a drilled hole on femoral nail at wrong location). Threads were also damaged. Evaluation results/conclusion: femoral nail exhibits extensive damage to outer threads near hole and slight gouging at the end of taper. Approximately 3" of distal end of nail has been removed. Outer threads are damaged on nail, as well as 2 out of 3 threaded holes. Set screws were not returned for review. Taper connections on both devices were dimensionally evaluated and found to meet specification. Other device used: catalog #32855331163, neff femorotibial nail tibial component with attachment screws, lot #94000363.

Event description:
It is reported that the device was implanted in 2007. Approximately 24 days post-op, the device was revised due to the nail disassociating inside the patient.